Manufacturer narrative:
Technician replaced the bushings and the brake casters to resolve the issue.

Event description:
Technician alleged that when setting the brakes the bed would still roll. No impact to patient.